Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Reportedly, the customer received a button alarm and an unexpected reset occurred. However, customer stated that nothing was pressing on the button. Customer¿s blood glucose level was 273 mg/dl.